Event description:
A peritoneal dialysis registered nurse "[(pd)rn]" reported that a pd patient was being treated for peritonitis. Additional information was obtained through follow-up with the clinical manager from the patient's home clinic. The patient was seen in the pd clinic on (B)(6) 2026. No symptoms were provided. The patient was diagnosed with peritonitis. A pd culture was obtained. The patient was initiated on antibiotic therapy to cover both gram-positive and gram-negative organisms. The patient was prescribed intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency and duration not provided). The white blood cell (wbc) count was elevated (no value provided). The culture resulted in negative growth. The patient continued continuous cyclic pd (ccpd) therapy during recovery. The patient did not require hospitalization. The cause of the peritonitis event was breach in technique by the patient. The patient did not wear a mask and did not wash their hands. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis, and the utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pd cultures resulted in negative growth. Unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms. The cause of the peritonitis event was determined to be a breach in technique by the patient who did not wear a mask or wash their hands. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis registered nurse "[(pd)rn]" reported that a pd patient was being treated for peritonitis. Additional information was obtained through follow-up with the clinical manager from the patient's home clinic. The patient was seen in the pd clinic on (B)(6) 2026. No symptoms were provided. The patient was diagnosed with peritonitis. A pd culture was obtained. The patient was initiated on antibiotic therapy to cover both gram-positive and gram-negative organisms. The patient was prescribed intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency and duration not provided). The white blood cell (wbc) count was elevated (no value provided). The culture resulted in negative growth. The patient continued continuous cyclic pd (ccpd) therapy during recovery. The patient did not require hospitalization. The cause of the peritonitis event was breach in technique by the patient. The patient did not wear a mask and did not wash their hands. No additional information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.